Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic appendectomy procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.